Event description:
The customer reported machine was removing too much weight and resulted in decreased blood pressure requiring treatment with vasolidators. It took approximately 18 hours to stalibize the pateint's blood pressure.